Manufacturer narrative:
(B)(4). Medical product: catalog #: 154812, agc 2000 tibial tray 67 mm, lot # 3528605; catalog #: 154801, agc 2000 femoral left 60 mm, lot # 3398069. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that a patient is allergic to nickel and felt pain since the implantation of the prosthesis with abnormal stiffness. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported revision was confirmed, though reason for revision could not be confirmed. Two stems were returned and evaluated. Visual inspection of two (2) stems (pn: 148300, ln: 938640 and pn: 148304, ln: 401680) found scratches and dents. This could probably happen when the product was inserted and removed from the tibial tray. Also there was some bone growth seen on a stem with pn: 148300, ln: 938640. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Review of DHR's and design print determine that the two stems are made of titanium (ti-6al-4v), which did not contribute to the reported event. For allergy. However, root cause for pain and stiffness cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision to remove the prosthesis approximately 26 months post initial surgery due to nickel allergy, pain and abnormal stiffness since the implantation of the prosthesis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product: catalog #: 154812, agc 2000 tibial tray 67 mm, lot #: 3528605; catalog #: 154801, agc 2000 femoral left 60 mm, lot #: 3398069; catalog#: 148304, bmt splined knee stm v2 14x80, lot #: 401680.